Manufacturer narrative:
Unit passed displacement test and selftest. However, unit failed both active and sleep currents and power graph shows unexpected battery power loss at a period of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and battery was not lasting more than 4 hours. The customer used up around 4 batteries since last night but still seeing a yellow icon. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.